Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the pc board was worn through at the switch contact so that the contact was no longer there.

Event description:
The joystick won't turn chair off.